Manufacturer narrative:
The returned valve was patent. The valve met the requirements for valve flux, reflux, siphon, pressure-flow and pre-implantation. The valve did not meet the requirements for leak testing due to a tear near the inlet connector. There was also damage to the flange of the valve. It is unknown how this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ there was proteinaceous debris on the interior and exterior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ and ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician believed the device was faulty and was explanted. It was noted that the device was implanted at another facility.